Manufacturer narrative:
A review of the available information was performed. A 41.03-year-old male patient implanted with onxace-23 on (B)(6) 2019 required an explant on (B)(6) 2019 and replacement via onxaap-23. Report indicated explant was due to ¿patient had infection of aortic root. Valve function was ok.¿ despite a lack of valve involvement, extent of infection must have extended to valve requiring complete replacement of valve and aortic root. The instructions for use for the on-x valve lists possibility of reoperation and/or explantation. Root cause for the valve replacement was aortic root infection. A definitive root cause for the source of the infection could not be determined based on the available information. The manufacturing records for onxace-23 serial number 6769618 were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. All on-x valves go through a validated terminal sterilization process before release. This event does not identify additional hazards or modify the probability and severity of existing hazards. No further action is required at this time. Should additional information become available, it will be evaluated, and the complaint will be reopened. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does no constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, onxace-23 sn (B)(4) was implanted on (B)(6) 2019 and explanted on (B)(6) 2019 due to an infection of the aortic root.